Event description:
The patient is female, had acom with size 5mm*4mm. The surgeon felt friction when he advanced the enterprise stent (enc452812/10152239) through the front part of prowler select plus microcatheter (606s255x/15836881). The surgeon had to withdraw them as a unit and changed to another stent (details unknown) and microcatheter (details unknown) to complete.

Manufacturer narrative:
The prowler select plus microcatheter was not returned for analysis. Review of lot 15836881 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported friction could not be evaluated due the condition of received enterprise product (melted coil dispenser) and no return of the involved prowler select plus microcatheter. The enterprise had to be cut in order to analyze it. The enterprise instructions for use (IFU) cautions ¿for single use only. Do not resterilize or reuse¿. The cause of the event experienced by the customer could not be conclusively determined, however, analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior shipment. No corrective actions will be taken at this time.